Event description:
During a hip arthroscopy using the 72201992 osteoraptor 2.3 w/ 1 ub cobraid black, it was reported that the anchor was inserted, and when the surgeon pulled on the inserter to remove it, the suture came out of the anchor with the inserter and the anchor was left unsecured there was a reported one minute procedural delay with no patient injuries or complications. There was no way to remove the anchor from the bone. All sutures were removed (remained on inserter). The case was completed successfully with a backup and no bone holes were left empty.

Manufacturer narrative:
Two 2.3 osteoraptor inserters were returned for evaluation. One inserter contains suture. One leg of the suture remains attached to the handle under the sliding ring, the other leg is free. Testing of the sliding ring confirmed the release of the suture. The sliding ring was also tested on the device without suture and functioned as intended. Reported issue could not be replicated. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).